Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt mentioned for the past two or so weeks, the pt had been charging the implanted neurostimulator (ins) and noticed the recharger antenna (rtm) was getting hot to the touch. Pt said the cord was "melty" and the relay box was getting hot the the touch. Pt said they had not been able to charge at all for 2 days and kept getting a message that said "batteries too low" when the controller was charged. Pt said they had reset the controller, but issue was not resolved. Pt said they had been able to charge at least once last night, but now today, the rtm was not charging the ins. Pt said the controller depleted on charge before the ins was charged all the way up. Additional information received from the patient. Pt called back stating that they received the replacement recharger but they are still getting the message: replace controller batteries soon (70) when charging the implant. Caller stated for example last night charging this message kept coming up and they could only charge it to 100%. Agent sent email to repair to replace the controller.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6) product ID: 97755, serial/lot #: (B)(6) was returned for product analysis. Analysis found that there was a recharger antenna failure and there was a low test reading of 0. The device was scrapped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.